Event description:
Patient called lfs in 2004 alleging the meter failed two control solution tests. The patient reported no high or low blood glucose symptoms at the time of testing. The issue was not resolved with troubleshooting. The test strips and control solution have been replaced for the patient. Patient also reported blood glucose results of 83 and 120 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.